Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was 15mmol/l. Customer stated that the pump was blank with a splotch on it with the pixels. Customer stated that the pump was not dropped or bumped. The customer was advised that the pump will need to be replaced. The customer was advised to revert to backup plan.

Manufacturer narrative:
The pump was received with missing segments/partial display due to a cracked and bleeding lcd glass. No blank display was noted. The pump had a cracked case at the display window corner, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.